Manufacturer narrative:
The patient is to be seen again in the next few weeks and a replacement procedure is planning on being scheduled. The ICD remains implanted at this time. No additional information is available. Once any additional information becomes available, this report will be updated.

Event description:
Additional information was received from the field that the ICD still remains implanted and in service in this patient, despite repeated reminders to the physician that it should be replaced. A memory download has not been performed either. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
At this time, no further information has been received on this ICD and if it has been explanted or remains implanted and in service. Our records still indicate it remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow-up, it was noted that this implantable cardioverter defibrillator (ICD) displayed an estimated time to explant of 9 months, although the ICD had only been implanted for 15 days. The patient had not experienced any arrhythmia storms since implant and the current charge time of the ICD was 10.4 seconds. All lead measurements were in normal range. No adverse patient effects were reported. A replacement procedure has been scheduled and a memory download will be performed for analysis when the patient is seen again.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
At a later date, the ICD was explanted and returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. The battery voltage was 3.04 volts. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The titanium case was opened and visual inspection revealed no irregularities. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process, a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly within the mixed mode integrated circuit (mmic) associated with the shock sensor function of the device. This anomaly caused a high current drain, which over time resulted in the reported clinical observation.